Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) atrial screw in the device header was not loosening during an implant procedure on 15 nov 2022. The device was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. Septum material was observed inside the atrial set screw hex cavity, and the set screw was stripped. This material prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.